Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement greater than 2500 ohms. Additionally, atrial noise was observed in unipolar mode and suspected to be myopotential. A boston scientific technical services consultant discussed programming options and testing for this patient. No adverse patient effects were reported.